Event description:
A triathlon primary knee was being performed. The femoral sizing was determined using the bladerunner. However, this instrument was bent, so gave the wrong assessment of the required size which could have meant the femur was undersized and therefore notched. Used another bladerunner from second consignment set.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.